Event description:
It was reported that the patient has had a recent increase in seizures. It was noted that upon attempting to interrogate the patient's vns, the device could not be interrogated. It was assumed that the generator was fully depleted. However, battery life calculation estimated 2.3 years until near end of service (neos) = yes. The patient underwent generator replacement surgery. The suspect generator has not been received by the manufacturer to date.